Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, partially explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 12.5 mg/ml at a dose rate of 1.2 mg/day via an implantable pump for non-malignant pain. It was reported that the event occurred during a procedure. The catheter connector was leaking at implant. It was further noted that the catheter connector was leaking even after multiple attempts to reset and reconnect. A dye study was performed. There were no signs or symptoms as the issue was identified immediately. The connector was replaced. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. The device was to be returned to the manufacturer. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event. The patient¿s medical history included non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6)2019, product type: catheter. Evaluation of implantable catheter (B)(4) revealed no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was returned for analysis.